Manufacturer narrative:
(B)(4). A service history review was performed with no issues noted that were related or could have contributed to the reported problem. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice device presented a burning smell. This occurred during peritoneal dialysis therapy while the patient was connected. The technical service representative advised the caregiver to perform continuous ambulatory peritoneal dialysis (capd) therapy until a replacement device arrived. There was patient involvement, however, there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. An internal and external visual inspection was performed with no issues identified. The device passed electrical and functional testing. The reported burning smell could not be verified or duplicated during device evaluation. A review of the event history log of the device could not confirm the reported event. A service history record review will be performed. Should additional relevant information become available, a supplemental report will be submitted.